Event description:
The customer reported that during a laparoscopic sigmoid case, while cleaning the dissector, a piece of the active waveguide disengaged from the device. The dissector was not in proximity to the pt. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.